Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified for the primary complaint device, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the use a high energy endo therapy accessory, such as laser, high frequency, that was used without securing enough distance from tip of the subject device. The event can be prevented by following the instructions for use which state: IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during reprocessing.

Event description:
The customer reported to olympus, the bronchovideoscope had a water leak. The issue was found during a diagnostic bronchoscopy. The procedure was completed using the same device with no delay and the patient was not under anesthesia. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had a burn. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube had a dent; the image guide snake tube was indented and due to a pinhole on channel tube, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.